Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) reported that a power surge had occurred, causing the uninterruptible power supply to stop functioning. The fse confirmed with customer that once power was restored, the system returned to normal operation with no further issues. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system battery light was beeping and blinking. However, there were no delay and adverse events or injuries reported based on this event.